Event description:
Complainant alleged that the medics were attending a pt, who had collapsed in the road while taking their morning walk. The medics determined that the pt was presenting a ventricular heart rhythm. The electrodes had been placed on the pt's chest and back. The medics administered one shock at 200 joules. Upon the administration of the first shock, both the front and back electrodes arced. Those electrodes were removed from the pt and the medics applied a second set of electrodes to the pt. The pt was defibrillated a total of seven times with the second set of electrodes. The first shock was at 300 joules and the remainder of the shocks were at 360 joules. After the second set of pads were applied to the pt, the medics performed CPR on the pt, but did not perform CPR over the pads. Upon the administration of the seventh shock, the top pad arced and fire blew out of the pad, and a hole was burned in the pad. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.